Event description:
It was reported that the patient had an infection. Follow-up determined that a culture was positive for (B) (6). During lead removal, the lead retention sleeve broke while trying to retract the lobes. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: (B) (4) no anomalies found. Proximal segment returned and analyzed. Upon visual inspection, it was noted that there was blood/body fluid in the distal conductor (not obstructed). Upon visual inspection, it was noted that there was blood/body fluid on the outer tubing overlay. Upon visual inspection, it was noted that there was cosmetic damage to the outer tubing overlay. Upon visual inspection, it was noted that there was apparent explant damage to the lead.